Manufacturer narrative:
Additional information: h6, h11. H11: ehlr was completed and in the last days of customer use, multiple occurrences of "upstream occlusion!" Alarms were observed, however, upstream occlusion detection testing failures cannot be determined through the history log. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was evaluated for upstream occlusion and deliver within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.